Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "hole, non specific.. To check for sizing, leak noted". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture and use error: observed one opening assessed as surgical damage per rga. As per the investigation procedure creases, nick striated assessed as surgical tool scratch like and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported damage caused by explant surgery and is "unsure of mechanism". Healthcare professional also reported "no defect noted on explant, when replaced to check for sizing, leak noted", which is not device-related. Device has been explanted and replaced.